Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-33 lot# va03gu6, implanted: 2013 (B)(6); product type lead. (B)(4). Analysis of the neurostimulator, serial #(B)(4), found the setscrew backed out too far. There was no significant anomaly.

Event description:
It was reported that the patient¿s device was not working properly due to back stimulation treatments received prior. The device was replaced. There was no patient death or injury associated with the event. The patient recovered without sequela.